Event description:
The customer alleged that their eagle monitor failed to alarm for asystole. No patient death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.